Event description:
It was reported that the customer passed away. The cause of death was heart attack. The customer began wearing the insulin pump two weeks prior to the event. During this time, the customer experienced high blood glucose levels, which the reporter felt may have contributed to the customer's fatal heart attack. The customer was wearing the insulin pump at the time of death. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.